Event description:
Additional information was received from the reporter. The procedure was a therapeutic transurethral resection of the prostate (turp). The procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and provide additional information from the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported issue was not reproduced when the distributor inspected the product. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. In addition, the following new reportable malfunction was identified during the device evaluation: flooding. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the flooding. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is not expected to be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional relevant information becomes available.

Event description:
It was reported the subject device exhibited a poor image (horizontal stripe noise/grid noise/vertical stripe noise). The issue was found at preparation for use. There was no patient involvement.